Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient has pain in her left eye and the eye is swollen when she uses the device. The patient also reported a massive headache and inability to sleep. The patient used the device for 12 hours on (B)(6) 2025, 11.5 hours on (B)(6) 2025, 11 hours on (B)(6) 2025, 12 hours on (B)(6) 2025, 40 minutes on (B)(6) 2025 and 2 hours on (B)(6) 2025. The patient still experienced discomfort and swelling in her left eye as well as the massive headache. The patient stated that she was advised by the sales representative on (B)(6) 2025 that she must use the device for 12 hours per day with no exceptions. The patient also stated she has an x-ray scheduled for (B)(6) 2025. It was later reported that the patient was still experiencing eye pain and is waiting for an appointment with an eye doctor (B)(6) . It was later reported that the patient feels she is not a good candidate for the device. The patient stated that she still cannot drive and feels the device has set her back 3 weeks. The patient stated that the device is packed up and she will no longer be treating with the device. The patient declined to provide any further information.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d2a common device name, g6: type of report, and h3, h5. Additional information in d8-9, g3, h2, h6: component, investigation type, findings, and conclusions and h10: additional narrative. Investigation summary: the spinal pak assembly was received for evaluation but due to the nature of the complaint and the information provided within the complaint file, only the spinal pak stimulator was evaluated. A visual inspection of the customer¿s returned product was performed. Included was one spinal pak stimulator part no. 1067717 with serial number (B)(6) received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view. The compliance data for the spinal pak stimulator was downloaded on june 02, 2025, the compliance data indicates the unit treated for 1 days 11 hours and 11 minutes. Review of the DHR indicates that unit was manufactured on july 17, 2024. There were no non-conformances or deviations reported on the DHR. The sp unit ran burn-in stand-alone ¿battery¿ only for more than 24 hours with no problem. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found and that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault conditions could be found and confirmed. Therefore, no further actions are required currently. Review of complaint history identified (59) total complaints from (jan 21, 2024) to (jan 21, 2025) for pn (1067716, 1067717) and events related to (pain, swelling). Keyword search criteria: (complaint code: medical: pain, medical: swelling) the search could not be specified further because the main complaint was pain and swelling. Device usage: this device was used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the patient has pain in her left eye and the eye is swollen when she uses the device. The patient also reported a massive headache and inability to sleep. The patient used the device for 12 hours on (B)(6) 2025, 11.5 hours on (B)(6) 2025, 11 hours on (B)(6) 2025, 12 hours on (B)(6) 2025, 40 minutes on (B)(6) 2025 and 2 hours on (B)(6) 2025. The patient still experienced discomfort and swelling in her left eye as well as the massive headache. The patient stated that she was advised by the sales representative on (B)(6) 2025 that she must use the device for 12 hours per day with no exceptions. The patient also stated she has an x-ray scheduled for (B)(6) 2025. It was later reported that the patient was still experiencing eye pain and is waiting for an appointment with an eye doctor mid-(B)(6). It was later reported that the patient feels she is not a good candidate for the device. The patient stated that she still cannot drive and feels the device has set her back 3 weeks. The patient stated that the device is packed up and she will no longer be treating with the device. The patient declined to provide any further information. No further consequences were reported. Spinalpak assembly was returned for further evaluation.